Manufacturer narrative:
On 26-feb-2020, the mentor failure analysis lab received the device for evaluation. On 05-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that a tissue expander deflated. Upon visual evaluation of the sample, a rupture was observed at the union between shell and suture tab, at 6 o¿clock position. Microscopic examination was performed, and the cause of the rupture could not be identified. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of left breast tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor cpx4 with suture tabs, med height, smooth 650cc tissue expander that deflated after implantation. Deflation of the patient¿s left breast tissue expander was reported. As a result, the patient underwent explantation on (B)(6) 2020.